Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a unintended movement, unable to open, and foreign body . It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. One clip was deployed on the mitral valve without issues. To further reduce mr, an second clip was inserted and placed on the valve. However, while establishing final arm (efaa) after removing the lock line, the clip opened to roughly 35 degrees. The clip was attempted to be inverted, but unable to invert. Due to the inability to invert, the physician decided to deploy the clip. However, it was noted the clip was now only attached to the posterior leaflet. Therefore, it was deployed only on the posterior leaflet. No additional clips were implanted and mr was reduced to a grade of 2-3. There was no clinically delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open - efaa) could not be determined. A cause of the reported difficult to open or close (clip open inability - anatomy) could not be determined. The reported foreign body in patient, associated with the clip being deployed on a single leaflet, was due to procedural conditions (i.e., inability to invert clip and to free anterior leaflets). The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.